Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, not following the proper load process, and had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer to always use room temperature insulin, follow the proper load process and that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed pump supplies and ultimately reverted to an alternate method of insulin delivery to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.